Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp heard from the patient's nurse the patient's device hasn't been working and the battery needs to be replaced. Hcp said they don't know whether it is the programmer or the ins that is the issue and was not with the patient or equipment. Tss reviewed pp battery use recommended checking ins or redirected to managing hcp if unsuccessful. Additional information received on 11/0/2021 indicated that the hcp stated that the patient had experienced pain in the pocket and a CT revealed the ins was flipped sideways. So on (B)(6) 2020 the hcp replaced the ins. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.